Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Fault #37 fill fail - dead volume calc timeout arg 0x3 were observed in the logs. Vacuum and compressor tests were satisfactory. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11 corrected fields: g1.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had autofill failure. No patient harm, serious injury or adverse event was reported.